Event description:
The customer reported via phone call that the insulin pump frequently had no response or intermittent response by button press on the up button. Customer's blood glucose was 215 mg/dl. Pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan. A replacement pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.